Event description:
It was reported that a flogard pump had a broken door. This was noted before use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, a service history review, and an alarm log review were performed. The broken door latch was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door latch assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.